Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: based on the results of the following investigation, it is possible that water or moisture entered the scope, and the moisture damaged the image sensor unit or the circuit board inside the connector, which led to the occurrence of this event. We could not conclusively specify the root cause of the suggested event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, the broncho video scope had no image. There were no reports of patient involvement.